Event description:
The customer reported the secondary tubing separated from the drip chamber during a bleomycin infusion. There was no pt harm or medical intervention reported. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results, should the product be received.